Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown) and seroma-late.

Event description:
Patient reported right side capsular contracture (baker grade unknown), "fluid buildup around breast, implant sagging and pulling down skin, and swelling and pain". The device remains implanted.